Manufacturer narrative:
Initial.

Event description:
It was reported that the user shut down the ilet pump due to symptomatic low glucose while gardening and later requested assistance to turn the device back on, with no device malfunction identified and no specific device component implicated. Symptoms included hypoglycemia with shaking/tremors and a lowest reported glucose of 60 mg/dl, which the user treated with oral glucose. Outcomes included the need for medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a medical device problem or a device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. The event was associated with physical activity while connected to the ilet.